Event description:
Rptr works in an acute care hosp in ob/gyn and newborn nursery. Latex gloves are continuously in use by all health care providers. The hosp uses powdered latex gloves. In 11/93, rptr began developing systemic allergic reaction at work. She was not aware that latex was the problem and was taking benadryl to decrease symptoms. In 2/94, rptr had a reaction that involved swollen eyes, itching skin and stuffy nose. She was placed on medical disability and later saw an allergist. On 3/7/94, rptr attempted to return to work. She experienced wheezing, as powdered latex products were still on floor; ducts and vents not changed or cleaned.